Manufacturer narrative:
The medical center discarded the impella sheath and pump product. No benchtop analysis to root cause is possible. Should more information be shared and a definative root cause determined, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp inserted for support of patient undergoing coronary angioplasty, when there was an access site bleed and hematoma. The bleed was treated by pump removal and placement of a new sheath for hemostasis and the team consulted surgery for repair of the femoral artery.